Manufacturer narrative:
A follow-up will be provided at an additional date as more information is made available.

Event description:
An ovation prime extender was implanted to treat an abdominal aortic aneurysm. The patient returned approximately 8 months post procedure for an unknown reason. The physician re-intervened by placing two additional ovation limbs, however, the reason for re-intervention is not known. As of the date of this report, there have been no additional patient sequelae reported.